Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer from (B)(6) of a break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred, further described as the patient did not wear a mask and the area was not cleaned before starting pd. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. On (B)(6) 2011 the patient began remedial therapy with vancomycin (2 gm, ip, every day), amikacin (1 mg, ip, each exchange), fortum (1 gm, ip, every day) and heparin (1000 iu, ip, each exchange). Remedial therapy with vancomycin, amikacin, fortum and heparin was ongoing. The outcome for the event of peritonitis was unknown. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. Dianeal therapy was ongoing. The reporter believed that the event of peritonitis was caused by a break in aseptic technique, and unrelated to dianeal therapy. The reporter did not comment on whether the event of break in aseptic technique was related to dianeal therapy.